Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Healthcare professional reported left side ¿capsular contracture¿ baker grade unknown, ¿pain¿, ¿cramp¿, and ¿seroma". The status of device is unknown.